Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was believed to be at its end of life (eol) and the patient¿s lead was going to be replaced. It was later reported they attempted to recharge the battery but couldn¿t. It was stated the patient allowed the battery to go uncharged past the limits. Additional information stated an overdischarge was confirmed and the cause of the overdischarge was patient compliance. It was reported a physician mode recharge (pmr) was performed and was unsuccessful. It was noted the patient experienced a loss of stimulation. Reportedly, the patient¿s system was explanted and replaced and the patient was receiving stimulation and doing well.